Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a loss of prime issue. It was reported that a no prime warning had occurred. Reportedly, the patient experienced a blood glucose level in the 300 mg/dl range with no symptoms indicated, which does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.